Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 the patient experienced a stoma site infection and was treated with unspecified antibiotics. On (B)(6) 2025 the patient experienced a bad smell from the stoma site. Additional information received on (B)(6) 2025 in which the patient had exudate with gastric contents that looked purulent and a swollen abdomen. The patient was seen with an nrl and was prescribed oral amoxy-clav (atp) and an abdominal plate to rule out intestinal sub occlusion with a tubing replacement in (B)(6) 2025.